Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that the orthopat machine was not working. No injury or reaction noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report that the orthopat machine was not working. No injury or reaction noted. Upon eval of the device the machine powered on and was working. Further eval of the inside of the machine revealed a blood spill on the power supply and the top deck. All contaminated and damaged components were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).